Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a clinical study patient. It was reported the patient was admitted to the hospital due to dyspnea. Due to the chest x-ray results, the patient underwent cardiac consultation monitoring. The patient was later diagnosed with pneumonia. In turn, he was given steroids orally and intravenously. He was also given doxycycline and nebulizers. When discharged, he was sent home with doxycycline and prednisone to taper off. His symptoms have improved. It was noted, the patient's issue is believed to be related to the implant procedure.